Event description:
Three days after the index procedure, the patient developed a stroke with symptom of paralysis on the right hand (fingers). A MRI was completed and confirmed infarction on the ipsilateral side. The patient was administered argatroban hydrate and ozagrel for 3 - 5 days. The patient received rehabilitation and recovered to normal three months after the procedure. There were no other problems encountered. The patient was treated with a precise stent to the left internal to the common carotid artery. The angioguard was successfully delivered and precise stent was successfully placed. The lesion contained mild calcification, no vessel tortuousity, and the rate of stenosis was 60%. There was no contralateral occlusion. This was a treatment of a new lesion.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.